Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support. The central processing unit was recommended for replacement.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.